Event description:
It was reported that, during a sacrospinous fixation procedure, the capio slim misfired. Another capio slim was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a050502 captures the reportable event of device misfire.